Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis. Analysis found the front case had broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient reported, the controller is doing flaky things for the past 2 weeks. Patient stated, they are getting message battery empty, cannot continue, recharge the controller. And the controller is charged up. Patient stated, the controller is not powering on right now. And they usually have to "whack" the controller few times to power on. Agent assisted patient with resetting the controller. And controller power on and recharging when plug into the outlet. Patient services specialist asked, patient to connect with controller. And controller show implanted neurostimulator 100%, controller 80% charged. Agent asked, clarifying questions. And patient said, the controller acts flaky when recharging the ins and using the controller by itself. Patient reported, they have to reset the controller 4 -5 times to get the controller to work. Patient service confirmed there is no damage to the controller battery compartment or controller. Agent asked, patient if there is rattling inside the controller and patient said yes, something small is rattling. Agent reviewed device function. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient called back, from number on file and repeated previously documented information. Patient confirmed, receiving replacement controller, but was having difficulty charging the controller. And controller was showing the messages battery empty cannot continue recharge the controller. Patient proposed, they get a replacement controller and battery pack. Patient mentioned, they don't have enough battery power left to get through the week, because they use their implant 24/7. Agent walked patient through resetting their controller. Controller showed set up for and patient selected implant. Agent asked, clarifying question and patient mentioned, they don't see a green light on the controller. Controller showed connect the recharger. And controller was removed from the ac power supply. The controller showed battery empty, cannot continue recharge controller. The issue was not resolved. An email was sent to repair to replace the li battery pack and ac power supply.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: intellis, product ID: 97745, (serial#: (B)(6)), product type: 0201-programmer patient. B3: event date is month and year valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.